Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revision of evolution primary components due to aseptic loosening. Revised with evolution revision components. Au vigilance decision: tga reportable. CAPA (B)(4).